Event description:
Literature: kahn, elyne, pierre-francois d'haese, benoit dawant, laura allen, chris kao, p. David charles, and peter konrad. "Deep brain stimulation in early stage parkinson's disease: operative experience from a prospective randomised clinical trial." Journal of neurology, neurosurgery and psychiatry 83.2 (2011): 164-70. Summary: recent evidence suggests that deep brain stimulation of the subthalamic nucleus (stn-dbs) may have a disease modifying effect in early parkinson's disease (pd). A randomized, prospective study is underway to determine whether stn-dbs in early pd is safe and tolerable. The authors present 15 pd patients who were treated with stn-dbs in the early stages of the disease. The perioperative adverse events in this trial of subjects with early stage pd are comparable with those reported for stn-dbs in advanced pd. Reported event: one patient experienced mild, non-hemorrhagic stroke (specifically basal ganglia infarct) resulting in mild cognitive changes and mild right upper extremity paresis. This patient had mild contralateral facial and upper extremity weakness that was present at the 2 year post-surgery follow-up. One patient experienced transient peri-operative hallucinations. Further information is being requested; a supplemental report will be sent if additional information is received.

Manufacturer narrative:
It was not possible to match these events with previously reported events.